Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis and evaluation of the heartmate 3 vad modular cable (lot number 7748586) confirmed damages that would have contributed to the events seen in the log file. Review of the log files, extracted from (B)(6), revealed on 13jan2026, a driveline power fault alarm activated due to a power a broken fault. The alarm was silenced and cleared on 13jan2026. The driveline power fault alarm did not affect pump operation. The returned modular cable was connected to a mock circulatory loop and the returned associated system controller (serial number (B)(6)) and was able to support operation without issue. The driveline power fault alarm was not able to be reproduced. The wires of the modular cable were individually measured, and multiple wires were outside the expected resistance threshold. The outer layers of the cable were stripped to inspect the underlying wires. Multiple kinks were found throughout the cable and an area where conductors of the brown (power a) and black (ground) wires were exposed to one another was observed. An electrical short from the power a signal to the ground signal is consistent with activating the reported alarm. The root cause of the reported event was determined to be due to wire fatigue within the modular cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate iii IFU (rev. D), section 7 entitled ¿alarms and troubleshooting¿, and heartmate iii patient handbook (rev. A), section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms including driveline fault alarms. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate iii IFU, section 2 - ¿system operations¿, and heartmate iii patient handbook, section 2 - ¿how your heart pump works¿, explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for and inspect the equipment, including the modular cable and system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The event log indicated that the driveline power fault a has resolved with the new modular cable and controller.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was driveline power fault alarms. It appeared that the log files confirmed driveline power a fault alarms on (B)(6) 2026. The modular cable and the system controller was exchanged. Additional log files were submitted for review. It appeared that the driveline power fault a resolved with the new modular cable and system controller. The driveline monitoring value that triggers driveline power faults were back to normal.